Event description:
It was reported that the pt has experienced a loss of efficacy for the past year and a half. The pt experienced tremor and decreased functional ability. It was determined that the pt's leads were no longer in the right place. The pt was scheduled for surgery to have both leads replaced. No pt outcome was reported. Additional info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional info is received. Reference MFR report # 6000153200801947.